Manufacturer narrative:
This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Postopertive diagnosis: patient had an index surgery outside ri. On (B)(6) 2015 dr. (B)(6) revised the patient for dji with exchange of the poly only. The patient developed new dji, and is now revised with all components exchanged.

Manufacturer narrative:
An event regarding revision involving an scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Postopertive diagnosis: patient had an index surgery outside (B)(6). On (B)(6) 2015 dr. (B)(6) revised the patient for dji with exchange of the poly only. The patient developed new dji, and is now revised with all components exchanged.